Event description:
It was reported that interrogation of an implantable device could not be completed despite successful session entry, as no data was displayed and the screen appeared blank, while the implantable device was confirmed to be functioning properly. Troubleshooting steps were taken to include, resetting bluetooth settings, performing a hard reboot of the host tablet, and attempting to pair the patient connector as a new accessory; however, interrogation was not completed during these attempts. It was further reported that interrogation was subsequently completed successfully. Analysis determined that the mobile programmer lost connection.no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that that interrogation of an implantable device could not be completed was confirmed. Analysis determined that the mobile programmer lost connection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.